Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 was displayed on the erbe generator. The customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance. Later, the customer reported additional issues with the bipolar energy not firing, accompanied by c-84 and m-11 faults. The tse inquired about the surgeon's technique and recommended a hard power cycle of the erbe, but the customer had already attempted this and chose not to repeat it. The customer decided to complete the surgical procedure using only monopolar energy. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Unit tested on golden system, and it presented c-34/c-00 errors on startup. C-00, m-b0, m-11, c-84 errors were in logs. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.